Event description:
It was reported that the patient presented to the clinic after hearing an alert. Interrogation of the device indicated that the device had a power on reset. The device was reset to the programmed settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed revealing a power on reset, with 1 - por for critical ram parity error, addr=0e3d, data=01 on (B)(6) 2012 18:55:19, and 1 - patient alert for device circuit error on (B)(6) 2012 18:55:19.